Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. The device met specifications. The needle was not broken.

Event description:
It was reported that a patient underwent a urology procedure on (B)(6) 2014 and suture was used. During the procedure, the needle broke at the tip. Another like device was used with no adverse patient consequences.